Event description:
Practitioner called discuss an incident involving patient. In 2006, he dispenses a pair of synergeyes, inc. A lenses (7.3. 8.6,- 8.50 od and 7.3., 8.6- 9.00 os) to this patient. The right lens went on without any problem. On insertion of the left lens the patient complained of extreme discomfort. The doctor removed the lens, inspected it and found a "piece of plastic" stuck on the back side of the lens near the junction. The doctor reported corneal abrasion of this patient. Slit lamp exam of the patient showed a central epithelial abrasion with surrounding track marks. Doctor treated the patient with drops and patient returned the next day, with the corneal surface 90 percent healed. She continues on drops and will return four days later. The doctor anticipates no permanent damage to the patient's cornea from this event.

Manufacturer narrative:
Complication rare but not unk, no evidence of malfunction of the device, but rather an inherent risk of contact lens wear.